Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt. The physician advanced the occlusion balloon wire forward and crossed the lesion. The physician inflated the occlusion balloon to 5.0mm to occlude the vessel. The physician attempted to place the stent and then noticed that the occlusion balloon had deflated unexpectedly. The physician decided to complete the procedure without distal protection. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.